Event description:
It was reported that on (B)(6) 2022 the patient with a history of non-st elevation myocardial infarction had one 4.0x28mm xience skypoint stent implanted. On (B)(6) 2022, the patient was re-hospitalized with sepsis and chronic ischemic heart disease. No treatment was provided. The patient expired on (B)(6) 2022 and the cause of death was not specified. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of death is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.